Manufacturer narrative:
The device was received for evaluation. A visual inspection was done and a clear/white fiber-like particulate was identified within the filled bag. The unit was sent to an external lab for analysis of the particulate and the results show the closest match to polyethylene. A batch review was conducted and there were no deviations found related to this reported condition during the quality control inspection of this lot. The cause of the condition is being investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a floater was found inside a secure eva dual chamber 1500 ml bag with 5 port manifold fill set. It was further reported that the fluid was filtered with a 0.2 micron filter, the integrity test passed and no needle punctures were made to the bag. The floater was noted by the pharmacy during the visual inspection of the filled bag at the packaging bench. There was no patient involvement. No additional information is available.